Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that on (B)(6) 2012 the patient was hospitalized for elevated blood glucose (bg) of 560mg/dl with severe urination. The patient was reportedly given correction boluses via the pump with no response by the patient's bg. The patient was reportedly treated with saline at the hospital and was initially using the pump. The reporter noted that the site was changed at the hospital, and she did not note any issues with the site. The healthcare provider (hcp) took the patient off the pump and put the patient on manual injections because the hcp believed the pump was not functioning properly. The patient was reportedly discharged from the hospital on (B)(6) 2012 on injections. Customer technical support (cts) reviewed the pump with the reporter and found all settings and histories are correct. Cts advised the reported that the pump seems to be functioning as programmed, however the pump was being replaced due to the hcp's insistence. This complaint is being reported due to the allegation that the patient experienced hyperglycemia requiring medical intervention while using insulin pump therapy, and due to the allegation by the hcp that the pump was not functioning as programmed.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. Daily insulin delivery totals correctly reflected the user's programmed basal rates. Empty cartridge alarm on (B)(6) 2012 at 6:48pm, insulin delivery is not resumed until 11:44pm. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. An empty cartridge alarm was duplicated during testing; pump gave appropriate "empty cartridge no delivery" audible and visual alarm.